Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual analysis of the returned device identified: broken shell, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Besides, observed a separation between shell and patch (ss). It is out of specification per (B)(4) and it is assessed as workmanship. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact; missing shell that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.